Event description:
This report addresses the use error, breach in sterile pathway. The customer contacted baxter's technical service center to report an issue of cat biting through the patient line on home choice (hc) device during dwell. The baxter technical representative (tsr) assisted the home patient (hp) to end therapy and informed the hp to start over with new supplies .the tsr advised the hp to inform the registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance spoke with the hp regarding the reported issue. The hp stated that she was aware that the pets are not allowed while performing therapy and will take care in future. The hp stated that there was no medical injury at the time and she has been continuing therapy without any issues.

Manufacturer narrative:
(B)(4). This complaint for use error - breach in aseptic technique was confirmed based on customer information stating that a cat bit through the patient line during dwell. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Since the lot number is unknown, batch review will not be performed. A follow-up MDR will be submitted if additional information is obtained.